Event description:
The vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. When the technician was holding pressure, a small hematoma was observed and pressed out. Patient was moved to recovery and hematoma reformed and the patient was diagnosed with a pseudoaneurysm that required surgery to correct. Surgery was successful and patient was discharged. No further complications or injury noted.

Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysm and hematoma are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the pseudoaneurysm and the hematoma. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.